Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that their blood glucose was 600 mg/dl. The patient treated via 10 units of insulin through the bolus wizard. The customer was advised on how to program the bolus wizard properly. The insulin pump was not returned for analysis.